Event description:
During laparoscopic ventral hernia repair, the plastic tip on end of the ethicon secure strap stapler device became missing during the laparoscopic surgery and was believed to be retained during the procedure. The surgical team attempted to locate the tip, but was unable to do so.